Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to the device not working after five months and recurring incontinence. Post operation it was identified, that there was a leak in the cuff. The patient outcome was reported to be stable.

Manufacturer narrative:
The cuff was visually inspected, microscopically examined, and tested for leaks. A leak across the cuff backing and cuff shell consistent with sharp instrument damage was identified (see attached image). Based on the reported duration of the implant it is most probable that the damage occurred during the explant of the device and it will not be considered a device malfunction because it is a secondary failure. No other damage, abnormalities, or leaks were observed on the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because the pressure specification is unknown. The pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The pump passed all functional tests. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required. System components: balloon, model- 72400024, lot sn- (B)(6), gtin- (B)(4); pump, model- 72404127, lot sn- (B)(6), gtin- (B)(4).

Manufacturer narrative:
Additional information received that a leak in the cuff was identified post operation. System components balloon model- 72400024. Lot sn: (B)(6). Gtin: (B)(4). Pump model- 72404127 lot sn: (B)(6). Gtin: (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to the device not working after five months and recurring incontinence. The patient outcome was reported to be stable.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to the device not working after five months and recurring incontinence. The patient outcome was reported to be stable.